Event description:
Electric scooter wires and seat caught fire with resident on it. Resident got out of chair when smoke started coming from battery area. Wires, seat, and plastic cover started burning with 18 inch flames. Resident was unharmed. Apparently electrical wires from the battery shorted out and melted wire plastic coatings; seat caught on fire and plastic cover under seat melted.